Event description:
The field service engineer reported the latron control recovered high out of range on the coulter lh 780 hematology analyzer. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed particles in the blood sampling valve (bsv) caused the latron control to recover high out of range. The fse replaced the bsv resolving the issue. Failure mode is related to the bsv. The fse has returned the part for evaluation; pending returned part assessment. If additional information is obtained from the assessment, a follow up will be filed. (B)(4).